Event description:
While using a byte night aligners. Patient reported, that a front tooth chipped, while wearing the aligners. Patient was advised by the dentist to stop wearing the aligners. Requested additional information.

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR submission is a late submission. A CAPA has been issued.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.